Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, ¿the left inguinal hernia sac was dissected and an onlay 3dmax mesh was placed and stapled to cooper ligament.¿ (B)(6) 2018 - patient was diagnosed with recurrent indirect left inguinal hernia, left inguinodynia with desmoplastic folded mesh, umbilical hernia thereby underwent laparoscopic removal of 3dmax mesh and repair with implant of synthetic mesh and umbilical hernia repair with ventral patch. Per operative notes, ¿there was a significant desmoplastic reaction in the center of the mesh and mesh adherent to the left internal inguinal ring with an obvious fold in the mesh up and on to itself. The mesh was completely removed along with protacks and then a synthetic mesh was placed and sutured. Then, umbilical hernia sac contents were removed and a ventral patch was placed and sutured.¿ attorney alleged that the patient had adhesions, mesh migration, pain, mesh folding, desmoplastic reaction, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 5 months post implant of 3dmax mesh, patient was diagnosed hernia recurrence, adhesions, pain, mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain as possible complications. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.